Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on an electronic transmission on the right ventricular (rv) lead. During the revision procedure it was noted that the helix would no longer extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.